Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringes experienced molding defect. The following information was provided by the initial reporter, translated from polish to english: saw a piece of black printing in a place where it should never be - that is, where I insert the needles.

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, a black particle is observed to be embedded in the syringe tip, no other defect is observed. A device history review was performed for lot 2302059, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were also reviewed and verified all to be within the validated process limits. Ten retained samples of the same lot were used for additional evaluation. All product was visually inspected, no foreign matter or embedded material was observed within any of the devices. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, quality records established all procedures and processes were completed accordingly. While we could not identify a direct issue, this incident was determined to have occurred during the molding process.

Event description:
It was reported that the bd plastipak¿ syringes experienced molding defect. The following information was provided by the initial reporter, translated from polish to english: saw a piece of black printing in a place where it should never be - that is, where I insert the needles.